Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter have not performing. The following information was provided by the initial reporter: they stated the 24g catheters they have recently ordered are the autoguard bc catheters and they have not been performing with bc.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter have not performing. The following information was provided by the initial reporter: they stated the 24g catheters they have recently ordered are the autoguard bc catheters and they have not been performing with bc.